Manufacturer narrative:
Evaluated two open/used reservoir; inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip; conclusion reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump reservoir would not take the insulin. Customer's blood glucose was unknown at the time of incident. The customer was advised that the infusion sets would be replaced and agreed to return the product for analysis. No further details given.